Manufacturer narrative:
Ups repaired by third-party provider; system restored. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the ups failure caused procedure abortion, and the internal control card was damaged on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.